Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe insulin coming out of the cartridge tubing. Customer experienced diabetic ketoacidosis and an elevated blood glucose (bg) level of 594 mg/dl and became subsequently hospitalized. Reportedly, the ketone level was considered dangerous by the healthcare provider. The customer arrived at the hospital on (B)(6) 2019. In an attempt to resolve elevated bg, the customer administered manual injections. While at the hospital, the customer was treated with insulin drip, fluids, and given anti-nausea. The customer was released from the hospital on (B)(6) 2019 with no permanent damage and issue resolved. The customer believed that the cartridge issue was the cause of the elevated bg. Reportedly, a new cartridge was loaded to resolve the issue.